Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the patient had a neurostimulator that ¿quit working¿ after four years. No further information was reported.